Manufacturer narrative:
The product is expected to be returned evaluation and analysis: however, has not been received. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
Prior to use in the patient for treatment of a 5x6mm anterior communicating (acom) artery aneurysm, the orbit rdfl complex fill coil (638cf0515/ 15417848) was stretched during inspection. The device was changed to another one to complete the procedure as is outlined in the instructions for use. Other than the reported event, no other damages were noticed with any other section of the device coil (separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil that unraveled remained attached the delivery system. One non-sterile trufill dcs orbit was received coiled in a plastic bag, the several kinks were found along the hypotube, and no other anomalies were noted. The support coil and gripper were found outside the introducer and the embolic coil was received already detached in other small bag. The embolic coil and gripper were inspected under the microscope. The embolic coil was found kinked and stretched while gripper presented no damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed; the returned embolic coil was found stretched and kinked. It was also received detached from the delivery system; however, the reporter of the event stated that the coil remained attached to the delivery system. With review of the analysis and the device history record review the device did not present with any indication of manufacturing defect or anomaly contributing to the reported event. Although the root cause of the reported event and damages on the returned device cannot be conclusively determined, it is possible that procedural factors related to the handling of the device contributed. Additionally inspections are in place to prevent this type of damage from leaving the facility and the records indicate that the product met specification prior to shipment. Therefore, no corrective actions will be taken at this time.

Event description:
Prior to use in the patient for an aneurysm of the acom artery (5-6mm), the orbit rdfl complex fill coil ((B)(4)) was stretched during inspection. The device was changed to another one to complete the procedure. Other than the reported event, no other damages were noticed with any other section of the device coil (separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil that unraved remained attached the delivery system.